Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficulty. Factors that contribute to the reported failure to advance the knot (knot lock) may include, but are not limited to, low profile knot, use technique excessive force, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique prior to a micra pacemaker procedure. Reportedly, the sheath used was a 23f and the pacemaker procedure was completed. The knots of the two proglide devices did not advance. The knots locked and could not reach the vessel wall. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.